Event description:
It was reported by (B)(6), an onkos distributor, that a 77-year-old male patient with an eleos proximal femur replacement underwent revision surgery due to an alleged infection.

Manufacturer narrative:
The root cause of the alleged infection was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and sterilization of the revised implants.